Manufacturer narrative:
Product investigation was completed for part # 358.692. It was reported that the "little teeth" that fit the nail of the arcs broke. The investigation has shown that one teeth of the arcs is broken off. The manufacturing review shows that the article was manufactured in may 2006 according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided information we are not able to determine the exact cause of this complaint. However, we can assume that this product was often and intensive used instrument and therefore we consider this complaint to be caused by normal wear and tear. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during routine pre-operative product inspection, an issue was found with an insertion handle. It was noted the "teeth" that fit into the nail were broken off. It was unknown when the device broke. Patient involvement was unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part #358.692, lot #5176698. Manufacturing/release to warehouse date: may 17, 2006. Manufactured by: synthes (B)(4). No non conformation reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.